Event description:
On (B)(4) 2012, the distributor contacted animas alleging that the down arrow keypad button was unresponsive. There is no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/12/2015 with the following findings: the returned battery cap was used for testing. The keypad was found to be intact. The keypad buttons were found to be intermittently responsive due to contamination found under the button contacts. Unrelated to the complaint, the audio bolus button was found to be under responsive due to contamination found under the button contact. Also unrelated to the complaint, the text on the display screen was found to have a reddish tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.